Event description:
Subject ID: (B)(6), study no: (B)(4). Clinical adverse event received for concern for glenoid component loosening/poly wear resulting in pain and dysfunction in right shoulder. Device and procedure (relatedness): device related: probable, procedure related: probable, date of event: 1 jan 2026, date of implant: (B)(6) 2013, date of revision: no information provided. Device location: right shoulder. Treatment/impact: aspiration: yes. Depuy synthes products used: catalog number: 113643026 lot number: 348444 component type: anchor description: premieron xlinked glenoid anchor peg 52mm. Catalog number: 113014000 lot number: 351106 component type: stem description: global humeral stem sz 14. Catalog number: 110052520 lot number: fk1jd1 component type: head description: global unite head 52x21 std. Catalog number: 113002000 lot number: 371961 component type: taper assembly description: global ap taper assembly 135 degree.

Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: a1: (B)(4).

Manufacturer narrative:
Product complaint #(B)(4). Investigation summary: no device associated with this report was received for examination. The product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A records evaluation (mre) was not perform. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. Added: d10 concomitant.